Manufacturer narrative:
Product analysis identified a leak in cylinder 1 and uneven cylinder expansion in cylinder 2. These malfunctions would affect the functionality of the device and confirm the report of a device malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Product analysis confirmed the allegation related to unequal cylinder inflation based on the identification of frayed/torn fabric threads resulting in cylinder 1 to exhibit uneven inflation. A leak was identified in cylinder 1 due to input tube wear. Product analysis identified the krt to be worn to the filament; however, this is unrelated to the reported events. No leaks were identified nor device malfunctions that were related to the reported allegations. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. The ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence:

Event description:
It was reported that ams 700 inflatable penile prosthesis failure happened last month due rupture from left cylinder. The patient's presenting symptom that led to the surgical intervention was no equal cylinder inflation with pumping. The physician believe that the device malfunction caused or contributed to the aneurysm and rupture of external left cylinder layer. The patient's outcome following the surgery was reported to be very good.

Event description:
It was reported that ams 700 inflatable penile prosthesis failure happened last month due rupture from left cylinder. The patient's presenting symptom that led to the surgical intervention was no equal cylinder inflation with pumping. The physician believe that the device malfunction caused or contributed to the aneurysm and rupture of external left cylinder layer. The patient's outcome following the surgery was reported to be very good.